Event description:
After the guide wire was removed, it was noticed that the tip had broken off in the humerus. It would have been too invasive to remove the piece so it was elected to remain in the humerus. Numbers listed in this report are from the shaft of the guide wire. Piece was too small to definitely make out.